Event description:
It was reported during the implant procedure that the helix would not extend or retract properly and high impedance on the lead was also noted. The lead was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the analyst noted that there appears to be some plastic material within the sleevehead. This may have contributed to the helix's inablity to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.